Event description:
During transfer, resident fell out of sling and sustained a head injury. She went into hospice and passed away 10 days later.

Manufacturer narrative:
Cnas transferred resident to chair. They pulled the sling up causing the hanger bars to fall off. Resident fell to floor and hit head. The facility was using a sling which was not manufactured by medcare products. Medcare uses exclusively 4 point slings. The sling that the facility was using was manufactured by another co and was a 6 point sling. In all of medcare's literature and in our inservices, we warn that using slings not manufactured by medcare could result in serious injury or death. Earlier in the year, we had recommended that they replace their slings. Apparently the facility did replace their slings - but they did not order medcare slings.